Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical jelco® protectiv® safety i.v. Catheter was noted not to be sharp enough to insert into the patient. It was reported that the IV is not smooth to insert into the skin; caused failed vein puncture. There were no reported adverse effects.